Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 35 mmol/l. The customer experienced vomiting, body aches, and a drop in potassium levels. Troubleshooting was performed, and found no delivery alarms in the alarm history. It was stated that the customer's blood glucose levels remain elevated when using the insulin pump, but when treatment is given at the hospital, the blood glucose levels regulate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.